Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 11/12/2015. The strip lot #d150904-1 was manufactured on 09/04/2015 and expired in 09/2017. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 2:00am after receiving low readings from the prodigy diabetes glucose meter. The paramedics were called because there was difficulty in waking the end user from his sleep. The paramedics performed a blood glucose test with their meter with a result of 61 mg/dl. The paramedics administered a shot to assist in raising his blood glucose but the end user could not recall what was given. No other treatments were administered. No additional information was provided.